Event description:
It was reported the device was broken or damaged. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced ail assembly. Lvp rear case recall completed. Replaced rear case assembly. Lvp keypad recall completed. Replaced door assembly with keypad. A review of the device history record for (B)(6) was performed from date of manufacture 11/29/2012 to present date 01/18/2021 and note that this device has been returned for service twice without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to wear of the ail sensor assembly - damaged/ cracked (front right). The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA# ca-2014-0284 lvp air-in-line.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. Upon visual inspection the service technician noted that they replaced ail assembly. Lvp rear case recall completed. Replaced rear case assembly. Lvp keypad recall completed. Replaced door assembly with keypad. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. Based on the findings, service determined that the proximate cause of the reported issue was due to wear of the ail sensor assembly - damaged/ cracked (front right). Device history review: a review of the device history record for sn (B)(6) was performed from date of manufacture 11/29/2012 to present date 01/18/2021 and note that this device has been returned for service twice without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Event description:
It was reported the device was broken or damaged. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported the device was broken or damaged. There was no patient involvement.